Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing within the atrial refractory period. Device function was not influenced and no programming changes were requested. The lead remains in use. No patient complications have been reported as a result of this event.